Event description:
A female consumer reported that her visual outcome was not what she and her doctor planned after receiving a tecnis 1 piece zcb0016.5 intraocular lens (iol) in her right eye in (B)(6) 2014. She indicated that they planned that she would be able to see distance and wear glasses just for reading. She cannot see distance but can easily read without glasses. This was evident to her day one post-op. The patient indicated that when she was seen for pre-operative measurements she had been wearing soft contact lenses. She also noted that she is having difficulty with color differences between the two eyes (left needs cataract removed). In follow up she stated that she is no longer able to drive at night because of the imbalance between the two eyes even when she wears a corrective contact lens.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.